Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The left atrial appendage (laa) depth was 22mm and shape of the anatomy was chicken wing. During procedure, the atrial rhythm was non-sinus rhythm (nsr), activated clotting levels (act) was 392s and heparin was administered. The device was successfully implanted. On (B)(6) 2025, the patient visited for a routine 3 month follow up and it was noted that the amulet was in a nice position in the lug, no leaks under the occluder. But there was a sessile (practically immobile) thrombus was noted on the lateral side of the occluder. The patient was reported hospitalized and 0.6ml clexane was given.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause for the reported patient device interaction problem with thrombus could not be conclusively determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.